Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted

Event description:
It was reported that during a labrum surgery the lasso of the first device broke when piercing the labrum and with the second device the lasso couldn`t be passed. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4068-45l (no batch indicator present) was received for investigation. Visual inspection identified that the curved tip of the suturelasso broke at the laser weld with the shaft. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging forces applied to the tip during use.